Manufacturer narrative:
Product complaint (B)(4). Additional/modified information was received on 19-jun-2024. Summary: regarding the adverse event of ¿decreased muscle strength of left lower limb,¿ the relationship to the study device was updated from ¿possibly related¿ to ¿possibly unrelated.¿ additional/modified information was received on 02-jul-2024. Summary: regarding the adverse event of ¿decreased muscle strength of left lower limb,¿ the start date was updated from ¿(B)(6) 2024¿ to ¿(B)(6) 2024,¿ and the site¿s awareness date was updated from ¿16-may-2024¿ to ¿14-may-2024.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, d4 (primary UDI number), g3, g6, h2 and h11. Section b5: additional/modified information was received on 31-jul-2024. Summary: regarding the adverse event of ¿decreased muscle strength of left lower limb/ right middle cerebral artery in-stent restenosis,¿ the answer field for ¿medication given¿ was updated from ¿no¿ to ¿yes.¿ per this additional/modified information, imdrf health impact code: medication required, has been updated to reflect this change. No further changes were required. Based on the additional event information, health effect - impact code has been updated with "medication require". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #:(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Historical medical knowledge of cerebral stent implants indicates that there is a risk for restenosis. Arterial stenosis of a stented segment is a known potential adverse event associated with all stent implants and is also listed in the enterprise 2 vascular reconstruction device¿s instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. There may also be patient, procedural, and pharmacological factors that may have contributed to the event with no indication of a device malfunction or defect. Section 4.10 of the clinical evaluation report (cer) for the medical device says the therapeutic lifetime of the enterprise stent is one year. The event of ¿right middle cerebral artery in-stent restenosis¿ occurred approximately 357 days after the procedure and within the therapeutic lifetime of the device. Although there was no surgical/medical intervention was reported for this event, it is clinically reasonable to assume an intervention would be provided in the case of an occlusion at the stent site to preclude patient harm/neurological deficit. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the icad study in china, a 69-years old female patient (subject (B)(6)) underwent a vascular stent placement using an enterprise2 ((B)(6)) on (B)(6) 2023. On (B)(6) 2024, the patient experienced the event of ¿right middle cerebral artery in-stent restenosis,¿ which was made known to the site on the same day and to the sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as not serious, mild in severity, and as possibly related to the study device and possibly related to the surgical procedure. The event was not an unanticipated adverse device effect (uade). This event was not medically/surgically treated. This event was not classified as a symptomatic cerebral hemorrhage or ischemic stroke, nor did the event result in prolonged hospitalization, fatal illness/injury, or permanent impairment of body structure/body function. There was no device deficiency, and the device remains implanted for continued use. The outcome is recorded as ¿symptoms ongoing,¿ with an end date of (B)(6) 2024. Additional/modified information was received on 06-jun-2024. Summary: the adverse event term ¿right middle cerebral artery in-stent restenosis¿ was updated to ¿decreased muscle strength of left lower limb.¿ the relationship of event to surgery was updated from ¿possibly related¿ to ¿unrelated.¿ this modified information has been reviewed. The event of decreased muscle strength is a symptom of the previously reported event, ¿right middle cerebral artery in-stent restenosis,¿ and will be kept as the primary adverse event term, as it accurately captures the event.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2 and h11. Section b5: additional information was received on 12-jun-2024. Summary: per the information provided, it was confirmed the reported event of ¿decreased muscle strength¿ resulted from the ¿right middle cerebral artery in-stent restenosis¿; ¿yes, the patient v6 came for follow-up, and dsa was performed for display as "right middle cerebral artery in-stent restenosis¿. The nhiss score v6 was 2, due to movement of the left lower extremity, it is weakened compared with 0 point of v5.¿ in addition, the restenosis was confirmed on imaging; ¿yes, display results after dsa during v6 follow-up.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.